Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, patient experienced hardware failure. Patient's mother was advised to restart device on (B)(6) 2014. Dexcom has issued an (B)(4) for patient to return the device to be investigated.

Manufacturer narrative:
(B)(4). Evaluation of the returned device and review of data log confirmed the reported hardware error.